Manufacturer narrative:
(B)(4). Device manufacturer date: lot 110324 - 03/24/2011; lot 110325 - 03/25/2011; lot 110719 - 07/16/2011. Method: three complaint chambers were returned, one with lot 110324, one with lot 110719 and the third with lot 111018. The chambers were visually inspected. Results: the visual inspection revealed cracks along the base of the three returned chambers. A lot check revealed 2 similar complaints for lot 110324. A lot check revealed 2 similar complaints for lot 110719. A lot check revealed no other complaints of this nature for lot 111018. Conclusion: we have recently completed an investigations into the cracking of the mr290v chambers. Our investigation results indicate that one of the likely causes of the damage is environmental stress cracking due to the chamber domes coming into contact with cleaning products, specifically products that are alcohol-based. The mr290 humidification chamber is a single use device, manufactured in a clean working environment and as such does not need to be cleaned. To this end our user instructions state: "do not soak, wash, sterilise or reuse this product." Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is 8kpa.

Event description:
A hospital in (B)(6) reported there was leakage from the bottom of three mr290 autofeed humidification chambers during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported there was leakage from the bottom of three mr290 autofeed humidification chambers during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacturer date: lot 110324 - 03/24/2011, lot 110325 - 03/25/2011, lot 110719 - 07/16/2011. We are currently endeavouring to retrieve the complaint devices. We will provide a follow up report upon completion of our investigation.